Event description:
It was reported on 6/27/2007 that the driver was not loading the screws properly during surgery. The instrument was reviewed after surgery; the tips are bent and converging.

Manufacturer narrative:
Event is not associated with patient contact. Device is an instrument, not implantable. Device manufacture date is unknown. Investigation pending.